Event description:
The iab inserted into the pt on 6/25/98 at 3:45 p.m. On 7/2/98 at 10:00 p.m., the iab leaked and the iab was removed. A second iab was inserted into the pt. The iab was not returned to datascope for eval. Event complications: none from the event- reported 7/28/98. (Pt's current status: discharged-rpt'd 7/28/98.